Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. The pump ((B)(4)) was returned for analysis. Upon interrogation the pump was used to deliver saline (9 mg/ml at 0.0567 mg/day). Analysis of the pump found over infusion with an undetermined root cause.

Event description:
The pump was returned with no allegation and underwent routine analysis. The indication for use was non-malignant pain and post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.